Event description:
It was reported that device entrapment and tip detachment occurred. The patient underwent angioplasty of the target lesion located in the femoral popliteal artery. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, during withdrawal, the balloon catheter was stuck on guidewire. The balloon catheter and guidewire were removed as a whole; however, the balloon catheter tip came detached on the wire. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by MFR.: returned product consisted of a sterling sl balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the tip is separated. Microscopic examination revealed no damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed that the tip is separated.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that device entrapment and tip detachment occurred. The patient underwent angioplasty of the target lesion located in the femoral popliteal artery. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, during withdrawal, the balloon catheter was stuck on guidewire. The balloon catheter and guidewire were removed as a whole; however, the balloon catheter tip came detached on the wire. The procedure was completed with this device. No patient complications were reported.